Event description:
The dialysis nurse reported a hole was found in the tubing of a transfer set that cause leakage. The patient's mother reported that the leakage was found coming from the distal end of the tubing which is connected to the patient catheter. The home patient was given prophylactic antibiotics: 250 mg ceflazolin and 125 mg fortaz, both administered intraperitoneally. The nurse reported on 3/30 that a rash had developed all over the patient's arms, chest, and back, possibly an allergic reaction to one or both of the prescribed antibiotics, so antibiotic treatment was changed to 30 mg vancomycin, administered intraperitoneally.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA april 4, 2007. Baxter's product surveillance department is pursuing additional information regarding this incident. A follow up report will be submitted if additional information is received.